Event description:
A "tru-cut" was used on patient for a liver biopsy. Upon removal of instrument after attempting to get specimen, it was noticed that the handle wouldn't retract. The tru-cut was removed in one piece, no pieces left in patient. Another tru-cut was given to surgeon and used without incident.